Manufacturer narrative:
Photo or sample were not provided to aid in our quality engineer¿s investigation. With the lack of a sample, bd was unable to observe the failure mode. Master production records were reviewed for the lot number and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. Only this complaint has been received for the reported defect and lot number. Bd will continue to track and trend for this failure mode. A possible root cause could not be determined at this time.

Event description:
It has been reported that one bd¿ intima-ii y 20gax1.16in prn ec slm npvc has been found experiencing leakage during use. The following has been provided by the initial reporter: on the day, the nurse performed enhanced CT scan for the patient, and the intravenous drug injection showed the liquid squirting at the positive pressure valve of the indwelled needle, which made the examination unable to be carried out normally. Subsequently, it was suspended urgently to calm the patient's mood and there was no harm.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd¿ intima-ii y 20gax1.16in prn ec slm npvc has been found experiencing leakage during use. The following has been provided by the initial reporter: on the day, the nurse performed enhanced CT scan for the patient, and the intravenous drug injection showed the liquid squirting at the positive pressure valve of the indwelled needle, which made the examination unable to be carried out normally. Subsequently, it was suspended urgently to calm the patient's mood and there was no harm.